Event description:
Patient with history of seizures was admitted to the presented to emergency department due to seizure activity and difficulty swallowing water and solids. Patient underwent an upper endoscopy/dilatation of esophageal structure. The boston scientific cre wireguided esophageal/colonic wire guided balloon would not pass through the scope channel. Balloon removed without known harm and second device used and passed without a problem.